Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The hospital reported the following event : "during radiographic inspection at 9 months of osteosynthesis shows a pseudoseptic osteoarthritis of the left tibia with fracture of the osteosynthesis plate (placed on (B)(6) 2018 following an open fracture in the left leg). Provisional measures and actions taken: need for surgical resumption on (B)(6) 2018 with removal of the material, samples, first time mask with spacer in cement fixation by external fixator and antibiotic therapy. The device has been retained for expertise. Clinical consequences noted: need for surgical resumption and septic pseudarthrosis."

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The hospital reported the following event: "during radiographic inspection at 9 months of osteosynthesis shows a pseudoseptic osteoarthritis of the left tibia with fracture of the osteosynthesis plate (placed on (B)(6) 2018 following an open fracture in the left leg). Provisional measures and actions taken: need for surgical resumption on (B)(6) 2018 with removal of the material, samples, first time mask with spacer in cement fixation by external fixator and antibiotic therapy. The device has been retained for expertise. Clinical consequences noted: need for surgical resumption and septic pseudarthrosis."